Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer received an occlusion alarm. Upon loading a cartridge a minimum fill notification occurred with a cartridge filled with 100 units. Customer added insulin to the cartridge and loaded it successfully. Blood glucose was 253 mg/dl